Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-jul-2027, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 07-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator (97716 intellis pain) and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices experienced discomfort, soreness, and pinching. The patient described that the neurostimulator in the pocket felt like it was pulling on the leads when moving, which caused ongoing discomfort. A device revision was planned. No troubleshooting was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported a pocket revision was completed on tuesday to resolve the issue. The issue appears to be resolved at this time.